Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was not functioning and turned off because apparently "it was shorting out". No symptoms or further complications were reported.